Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four used samples were provided for evaluation. Upon visual inspection and leak testing of the returned samples, leakage is observed coming from vertical crack on the threads of the caresite body. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. Although the leakage was identified in the returned sample, the exact root cause could not be determined at this time. However, incidents of cracked or leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during the infusion of anti-tumor drugs through the access port, cracks appeared in the connector, causing chemotherapy drugs to spill onto the patient's chest skin. No injury reported.